Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thus. No pump error 25 alarms were noted during testing. A review of the pump history file reveals a total of thirty-three (33) power error 25 alarms, listed below: (B)(6) 2023 two (2) power error 25 alarms (12:00 and 16:00). (B)(6) 2023 three (3) power error 25 alarms (14:00, 18:00 and 22:00).(B)(6) 2023 six (6) power error 25 alarms (02:00, 06:00, 10:00, 14:00, 18:00, and 22:00). (B)(6) 2023 five (5) power error 25 alarms (02:00, 06:00, 13:00, 17:00, and 21:00). (B)(6) 2023 six (6) power error 25 alarms (01:00, 05:02, 09:00, 13:00, 17:00, and 21:00). (B)(6) 2023 six (6) power error 25 alarms (01:00, 05:03, 09:00, 13:00, 17:00, and 21:00). (B)(6) 2023 five (5) power error 25 alarms (01:00, 05:01, 09:00, 13:00, and 17:00). The pump trace download analysis confirmed the pump alarmed power error 25 and low battery. The power management graph confirmed power error 25 and low battery alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, vibrate harness assembly, and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad. Pump error 25 and low battery alarms are confirmed due to connector resistance on j6 /pcb 1. Moisture damage was found during a visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running). Troubleshooting was performed and was able to clear the alarm successfully and was able to complete the pump rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.